Manufacturer narrative:
Device manufacture date: 10/28/2010. Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard analysis. The DHR (device history record) review did not reveal a non-conformance. The complaint history for the cyclesure bi, lot 301107 revealed there was no other similar complaints. Trending analysis for suspected positive bi issues associated to the cyclesure did not indicate a significant trend. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hha (health hazard analysis) was reviewed and the issue is considered to be none/negligible risk. Based on the information available, it is likely that the sterilizer load contributed to the positive bi. There were no problems found with the samples that were returned. The customer has not experienced a positive bi issue after this event.

Manufacturer narrative:
Suspect (B)(6). Concomitant devices: sterrad 100s, sn (B)(4). Olympus cystoscope stryker camera.

Event description:
The customer alleged an event of suspected positive sterrad cyclesure 24 (B)(6) after a completed cycle. All of the items in the load were recalled except an olympus cystoscope and a stryker camera which were used in two separate procedures. The or director was notified. No injuries were reported from the use of the unrecalled items. It was reported that the integrity of the bi was not checked per the IFU prior to use and the bi was placed in the back of the bottom shelf in the chamber. The results of the previous and subsequent bi's were negative.